Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked battery cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 2.10h. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (damage near battery cap area) caused by changing battery cap. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damage near battery cap area) was confirmed during visual inspection where cracked battery tube threads was noted.